Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for the treatment of chronic low back pain and spinal pain. It was reported that the patient had an infection at the lead and ins sites. The patient had possible "leaking" and was admitted to the hospital on (B)(6) 2018. The actions that were taken to resolve this issue was a total system explant. No further complications were reported or anticipated. No device allegations were made.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID (B)(4) serial# (B)(4) implanted: (B)(4) 2011: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer representative (rep). It was reported that patient was doing well until (B)(4) 2018 when she started experiencing increased pain at ipg site, slight redness, but no drainage and no fever. This worsened and the patient was admitted to the hospital on (B)(4) 2018 with increased pain at ipg site, increased redness, and fever of 101. The rep received a phone call from the hcp on (B)(4) 2018 stating the patient's ipg pocket was infected and he planned to explant the ipg paddle lead on (B)(4) 2018. The hcp was going to treat the patient with antibiotics, and re-implant the device when the infection is cleared. No further complications were reported.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. It was reported that the patient was being treated with IV antibiotics.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.